Manufacturer narrative:
A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. The device has not yet been returned for evaluation. At this time no conclusions can be made. A follow up report will be submitted following evaluation of the sample if returned.

Event description:
The following was reported to davol: it was reported that during use of a ventralight st w/echo, while attempting to pull the inflation tube free from the abdomen the surgeon felt resistance, and the inflation tube broke. The portion of the tube was removed from the site without issue. There was no patient injury.